Manufacturer narrative:
The product referenced in this complaint will not be returned to intuitive surgical, inc. (Isi) for failure analysis. The instrument remained with the site for reuse. Therefore, the root cause of the customer reported failure could not be determined. This complaint will be reopened if the instrument is returned (post failure analysis evaluation) or if additional information is received. No procedure video or image was submitted to isi for review, no additional technical analysis was conducted. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review was performed using the site name - ichinomiya municipal hospital and the information indicated that a procedure was performed on the reported event date of (B)(6) 2020 using da vinci system (B)(4) and usage of a medium large clip applier instrument with lot # n19190819 sequence # 112 was logged and no recorded usage of a medium large clip applier instrument with lot # n10200504 was found. A review of the instrument log for the medium large clip applier instrument with lot # n10200504 could not be performed as the complete product information (sequence #) was not provided by the reporter. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. The customer alleged that there was non-intuitive movement during clip application. There was no indication that invalidated clips were used, and it was confirmed that there was no alignment issues for the grips. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Was non-intuitive movement during clip application.

Event description:
It was reported that during a da vinci-assisted high anterior resection procedure, the user observed that the medium large clip applier instrument tip movement was non-intuitive when the instrument wrist was rotated. Troubleshooting was attempted by removing the instrument and reattaching the drape. This improved the instrument movement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. No misaligned or bent instrument tips were noted. The customer stated that there was no problem when attaching the clip; however, the surgeon stopped using the instrument because there was non-intuitive movement during clip application. A backup instrument was used to continue the procedure. Additionally, the replaced instrument remained with the site for reuse. No fragment fell inside the patient. No known impact or patient consequence was reported.